Manufacturer narrative:
(B)(4) (secondary surgery) - (B)(4), method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in her left eye (os) on (B)(6) 2007. The patient reported having a second surgical procedure due to a spontaneous retinal detachment. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.